Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received sufentanil and clonidine (unknown concentrations and doses) in an implantable pump for non-malignant pain. Following a (B)(6) 2009 revision, the catheter "came undone" within a three week period and was revised again on (B)(6) 2010 (the date of (B)(6) 2010 was listed in device registry). Additional information was requested from the healthcare provider (hcp) regarding event details, if there were patient symptoms, troubleshooting performed, and if the cause of the issue was determined. If additional information is received, a follow-up report will be submitted.